Manufacturer narrative:
(B)(4). Implanted date: (B)(6) 2018. (B)(4) concomitant medical products: articular surface with hinge: p/n: 00588005012, l/n: 63752687. Stem extension straight; p/n: 00598801215, l/n: 63920910. All poly patella; p/n: 00597206535, l/n: 63214049. Stem extension straight; p/n: 00598801018, l/n: 63675301. Prc agmt block; p/n: 00599003510*op1000, l/n: 62303178. Tibial component; p/n: 00588000400, l/n: 63770782. Report source foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2019 - 01572. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial left knee arthroplasty in (B)(6) 2018, review of x-ray images identify disruption of the hardware with likely dislodged rh knee segmental hinge post component which appears dislodged and disconnected between the femoral and tibial components to the lateral femoral condyle. No signs of loosening or fracture. The lateral view demonstrates marked soft tissue swelling anterior to the knee, both suprapatellar and infrapatellar. The x-ray review confirmed that the hinge post extension has separated from the hinge post. Device history record (DHR) was reviewed and no discrepancies were found. The nexgen rotating hinge knee package insert (87-6203-904-23 rev. B) states in the warnings that 'because the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants' and 'dislocation and/or joint instability' as a potential adverse effect of the procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is scheduled to undergo a revision procedure due to a dislocation from a fall approximately one year post implantation. Attempts have been made and no additional information is available.